Event description:
Ous MDR - it was reported that approx. 11 months after the implantation this lead was explanted due to observed sensing decrease. Lead dislodgement was seen on x-rays. During the revision the lead could not be fixed properly to myocardium. A new lead was attempted without success. It was decided to explant the system.

Manufacturer narrative:
The leads and the ICD under complaint were returned and subjected to an extensive analysis. Upon receipt, the memory content as well as the therapeutic functionality of the ICD was analyzed. During the analysis a documented decrease of the ventricular sensing amplitude could be confirmed. The ICD was proven to be fully functional. In the course of the analysis of the linox smart, no deviations were noted which might have contributed to the reported dislodgement of the lead. In the course of the mechanical analysis a stylet could not be properly introduced which resulted from dried blood residuals inside the leads lumen. Thus the analysis of the fixation mechanism was not feasible. The inspection of the protego did not show any deviations. The lead proved to be without fault throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis were within the technical specifications. The fixation mechanism was thoroughly tested and proved to be fully functional. There was no indication of a material or manufacturing problem. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.